Event description:
The customer reported that the ventilator alarmed with blower temperature high alarm. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the mc board was tested and blower temperature high e/c 1122 was not duplicated.